Event description:
Consumer reported complaint for e-2 error. The error occurred when the blood sample was absorbed. Nurse is calling on behalf of the customer. At the time of the call the customer was feeling extremely lethargic and hallucinating. Medical attention was not needed at the time of the call. The test strip lot manufacturer's expiration date is (B)(6) 2020 and open vial date is (B)(6) 2019. Customer was using the correct test strips and the product is stored according to specification. The customer had another vial of test strips, lot # mw3269s (expiration date of 10/17/2020), and performed a blood test fasting during the call that produced test result of 351 mg/dl using the meter. Customer was not concerned with the result and was going to follow doctor's instructions for elevated glucose levels.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that the condtion had improved and she did not currently have diabetic symptoms. Customer's husband had taken her to the hospital on (B)(6) 2019. Blood glucose test result when at the hospital was 488 mg/dl. Customer was diagnosed with high blood sugar and was admitted for 3 days, customer received insulin. Customer was discharged from the hospital on (B)(6) 2019, with changes made to her medication and an additional medication was added; nurse was not with customer at time of call so details were not provided. Customer had tested using the meter and stated that the meter is working correctly per training the nurse received.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that the condition had improved and she did not currently have diabetic symptoms. Customer's husband had taken her to the hospital on (B)(6) 2019. Blood glucose test result when at the hospital was 488 mg/dl. Customer was diagnosed with high blood sugar and was admitted for 3 days, customer received insulin. Customer was discharged from the hospital on (B)(6) 2019, with changes made to her medication and an additional medication was added; nurse was not with customer at time of call so details were not provided. Customer had tested using the meter and stated that the meter is working correctly per training the nurse received.

Event description:
Consumer reported complaint for e-2 error. The error occurred when the blood sample was absorbed. Nurse is calling on behalf of the customer. At the time of the call the customer was feeling extremely lethargic and hallucinating. Medical attention was not needed at the time of the call. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is (B)(6) 2019. Customer was using the correct test strips and the product is stored according to specification. The customer had another vial of test strips, lot # mw3269s (expiration date of 10/17/2020), and performed a blood test fasting during the call that produced test result of 351 mg/dl using the meter. Customer was not concerned with the result and was going to follow doctor's instructions for elevated glucose levels.